Event description:
It was reported via medwatch mandatory reporting form, that "surgeon was attempting to perform angioplasty and stent of left brachial vein. Stent was inserted, but surgeon was unable to deploy. Stent removed and fell apart in pieces. Fluoroscopy utilized to confirm that no parts were within brachial vein."

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample has not been returned for eval. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.